Event description:
Additional information received noted that the patient was seen in clinic on (B)(6). Programming changes were made to address the undersensing issue. No new episodes were seen since the programming changes. The patient was stable and doing well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the implantable cardioverter-defibrillator exhibited undersensing that resulted in non-sustained right ventricular oversensing episodes. Programming changes were recommended. No patient symptoms were reported.